Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. In addition, the lot number for the device involved was unk and possible lot numbers were reported. Additional info has been requested and will be submitted within 30 days upon receipt.

Event description:
The report we received from the affiliate indicated that the shaft of the 5f diagnostic catheter had a leakage. It was observed that contrast media came out of the catheter body and the side holes. The procedure was normally terminated. There was no patient injury reported.